Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'constant downstream occlusion error' which was reproduced through troubleshooting of the device. A review of the event history log identified the multiple presence of 'downstream occlusion!' Messages. The reported condition was verified. The cause was determined to be an out of specification force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a constant downstream occlusion error during programming/ setup at the general patient ward. There was no patient involvement. No additional information is available.